Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right atrial lead exhibited noise. Also, the patient underwent an ablation procedure and the physician decided to monitor the patient. No interventions were made to address the atrial lead noise. The patient was stable.